Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator for cervical radiculopathy. It was reported that the manufacturer representative ran an impedance check and all electrodes were ¿out,¿ but the patient can feel the therapy is turned on and during the impedance check. Therapy impedance was 329 on program 1 and 379 on program 2. Additional review found that only electrodes 0 and 9 are out of range and the patient is not programmed on either one. The manufacturer representative was not reading the impedance measurements correctly at first. There were no patient symptoms or complications reported.